Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) box change from an inogen g140 to a vigilant g224, the health care professional (hcp) first disconnected the left ventricular (lv) port and changed it to the new device. The field expected at least lv pacing only but nothing happened, and the patient experienced a couple of seconds of asystole (the patient is pacing dependent after an atrioventricular (av) node ablation in the past). It was noted the new device was in the pocket in contact with the tissue. The field contacted technical services (ts) to ask why there was lv loss of capture during the transition. Per ts, from the described event, they understand that the device was first connected to the lv lead. As indicated in the instructions for use (IFU), the right ventricular (rv) lead should be first connected to the device. Besides the loss of capture and asystole, no other adverse patient effects were reported. This newly implanted crt-d remains in service.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) box change from an inogen g140 to a vigilant g224, the health care professional (hcp) first disconnected the left ventricular (lv) port and changed it to the new device. The field expected at least lv pacing only but nothing happened, and the patient experienced a couple of seconds of asystole (the patient is pacing dependent after an atrioventricular (av) node ablation in the past). It was noted the new device was in the pocket in contact with the tissue. The field contacted technical services (ts) to ask why there was lv loss of capture during the transition. Per ts, from the described event, they understand that the device was first connected to the lv lead. As indicated in the instructions for use (IFU), the right ventricular (rv) lead should be first connected to the device. Besides the loss of capture and asystole, no other adverse patient effects were reported. This newly implanted crt-d remains in service.